Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 24mmol/l. Troubleshooting was not performed for high blood glucose. They also stated that the sensor glucose value was not available on the insulin pump. The insulin pump will not be returned for analysis.